Event description:
Consumer states a severe allergic reaction (rash) to the t-f brace. Although no specific mention of doctor's treatment, consumer is requesting reimbursement of the medical bills incurred.